Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was being implanted with a neurostimulator (ins). It was reported that the lead was placed, and did not work, it was damaged; no sensation was felt by the patient. It was noted that when a new lead was used, the issue was resolved. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_stylet_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep didn't know how the lead was damaged. The patient had no sensation and the doctor did not want to use that lead.

Manufacturer narrative:
Analysis of the lead (lot#va1gwld) found that there were set screw impressions between connectors on the insulation on the proximal end. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.